Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, buttons were unresponsive, had a no delivery, motor error, and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Insulin pump received with stripped battery cap coin slot(p). (B)(4).